Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenotic target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After a guide wire crossed the lesion, a 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation; however, the balloon ruptured. Dilatation was then performed with a 5mm non-bsc balloon catheter and after blood flow recovery was confirmed, the procedure was completed. No patient complications were reported.